Event description:
Ethicon stapler did not reach full trajectory capacity when fired within patient, on patient's renal vein. Stapler became inoperable and would not release while on renal vein, therefore emergency release pressed. No harm to patient. Ethicon stapler given to supply tech. Routine paperwork, along with material given as well, following protocol.